Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI# - (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a mesher was tearing skin. The customer returned a zimmer skin graft mesher serial number (B)(6) as well as 1:1 cutter serial number (B)(6), 2:1 cutter serial number (B)(6) and 3:1 cutter serial number (B)(6) for evaluation. Evaluation of the device on (B)(6) 2019 and noted that the device was slightly out of calibration, but still produced a passing test mesh. The side plates, roller, and roller gear though were noted to be worn. The device was also returned with two ratchets. One of the ratchets had the pin install backwards and the other had a damaged ratchet gear. Review of the three cutters found that the 2:1 cutter produced an incomplete mesh, but the other two produce passing test meshes. Repair of the mesher occurred the same day and involved replacing the side plates, bushings, roller gear, and comb on the mesher, the ratchet gear on the one returned handle. The technician then recalibrated the device and verified that it was functioning as intended. The mesher and the cutters were then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that one of the returned cutters were defective, it cannot be determined from the information provided as to what caused the cutter to break down such that the device would not produce a proper cut. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that skin graft mesher had torn the skin. There was no harm, no delay reported. No further information was provided. No adverse events were reported as a result of this malfunction.